Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: open 50ml syringes tip of syringe dirty. It was reported that when the anesthetist opened the packaging of the 50 ml syringe the tip was dirty.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.